Event description:
It was reported by service report that the nurse call was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Jack screw broken in nurse call connector.